Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 24-jul-2025, the user reported difficulty removing and inserting the connector and cartridge during their first supply change. A gap was initially observed between the connector and the pump, but the user was able to correct the issue, complete the supply change, and resume insulin delivery. Due to the prolonged disconnection (~1 hour), bg rose to 196 mg/dl but began correcting once delivery resumed. The user reported feeling the effects of hyperglycemia. No medical intervention was required.